Manufacturer narrative:
Initial reporter phone #: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had impurity (black particulate) inside the pump. The device was filled with fluorouracil. This issue was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured from september 22, 2021 - september 23, 2021. The device was received for evaluation. Visual inspection was performed using the naked eye which revealed a black speck measured to be 0.40 square mm in size, embedded in the material of the stressmember. The black speck was not in the fluid path because it was embedded in the material of the stressmember. Visual inspection was also performed on the syringe tip, but no evidence of particle was found from the syringe. A fourier transform infrared (ftir) spectroscopy test was attempted on the embedded black particle, but the particle was insufficient to produce visible signals on the ftir spectra. Therefore, the identification of the embedded black particle could not be determined. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.